Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Customer consumed glucose tablets to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
A review of the pump logs indicated that there were no low blood glucose (bg) levels recorded on (B)(6) 2016. Large bolus requests were made by the user without entering current bg level and still having insulin on board (active insulin in the body). A cartridge change sequence was completed at 3:19pm on (B)(6) 2016. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board (iob) could lead to a drop in bg levels. Additionally, if the user did not disconnect during the "fill tubing" process of the cartridge change sequence, insulin would be delivered and could lead to low bg levels. At 3:59pm, the user delivered a bolus (24 minutes after a bolus of 24.29 units) of 18.57 units with an iob of 21.17 units. After the bolus, he had an iob of 38 units. This is likely the cause of his low bg event. Pump logs do not indicate that the insulin pump caused or contributed to low bg levels. There is no evidence of a malfunction or failure of the pump.